Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected and leaked. The patient immediately reconnected the transfer set without sterilization and got contaminated which resulted in peritonitis. Peritonitis was manifested by malaise, cloudy effluent, and constipation. It was not reported if the patient was hospitalized for peritonitis. On an unspecified date, the patient received unspecified antibiotic treatment for peritonitis. The patient outcome was not reported, and the action taken with pd therapy was unknown. No additional information is available.